Event description:
Using a sheath, the 8 fr iab would not inflate. On 9/1/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: unk-reported 8/14/98. [Pt's current status]: unk-rpt'd 8/14/98.